Event description:
The customer contact reported during preventive maintenance testing battery leakage from the disposable batteries was noted in the battery compartment and inside the device. It was reported the battery compartment was corroded. The customer contact reported the device is a device used for training at the user facility and is not for clinical use. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.